Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Event description:
It was reported that the patient wished they were told that the bag of medication needed to be positioned upside down so the medication would dispense properly. Patient stated they still had about 80% of the medication left, therefore a possible under infusion. Per reporter, the event occurred while use with patient and no patient harm/adverse event was reported.

Manufacturer narrative:
E1: facility name: (B)(6) surgery center. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.